Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that abnormal noise was heard from the pak during surgery. The surgery was completed after replacing the product with another product. There was no patient harm. The procedure type is unknown.

Manufacturer narrative:
The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. An abnormal nose was reported. A turbid infiniti fluidic management system (fms) was visually inspected. Surgical residue was in the cassette and manifolds. A lab stock drip chamber was connected to the administration manifold, and the sample was tested using an infiniti console. The fms primed and tuned with the ozil handpiece, a 0.9mm aspiration bypass system (abs) tip and infusion sleeve from lab stock successfully. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. No abnormal noise was heard. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).